Event description:
The surgeon attempted to implant a cc4204bf plate collamer lens. The lens tore prior to insertion into the eye. No patient contact. The injector and cartridge model and lot numbers were not provided by the facility.